Event description:
The patient was unable to adjust stimulation. The programmer was replaced. However, the implantable neurostimulator was not able to be reprogrammed. The device system was replaced. The patient was no longer having problems with his system. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.